Event description:
It was reported that the pump declared alarm 20 while pumping. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump and instructed the customer to return the problematic pump using a prepaid label within 10 days. The customer acknowledged instructions for putting the pump into storage mode and planned to use a backup insulin pump to ensure continued insulin delivery.